Event description:
Spacelabs received a report that on (B)(6) 2015, an arkon anesthesia machine shut down at the beginning of a surgical case. No one was injured as a result of this event.

Manufacturer narrative:
A spacelabs field service engineer (fse) was dispatched to evaluate this issue. The customer reported the device shut down when switched to vent mode from bag mode, the power was then reset, the mode was switched from bag to vent and normal operation resumed to complete the surgical case. No tests were performed on site. Error logs were collected for review. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.